Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned as it was discarded, therefore unavailable for a physical evaluation and cannot be confirmed at this time. Furthermore, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this serialized device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during acl reconstruction, it was observed that the trigger on the truespan 24 degree peek device was broken when the surgeon inserted the second implant to the patient¿s body. The first implant was successfully implanted. The surgery was completed by using truespan12 (228151). It was brand new and the first use when the issue occurred. There was less than 30min surgical delay but, no patient harm indicated. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.